Event description:
Hamilton medical ag received the following event description from the hospital: at 14:13 on (B)(6) 2021, during the use of the ventilator, a sudden power outage and power supply occurred in the hospital, causing the pressure valve of the ventilator to be damaged and leak air. The ventilator triggered an alarm, and medical staff immediately disconnected the patient end of the ventilator. The patient was able to breathe autonomously, and other ventilators were replaced. The ventilator parameters were adjusted and connected to the patient. The patient's vital signs were observed to be stable, and the equipment department was notified to contact the manufacturer for repair.

Manufacturer narrative:
Update: partner engineer visited the hospital, received further information and checked the device. According to the investigation; during the use of the equipment, the hospital had a sudden power outage, so, the ventilator automatically switched to built-in battery for power supply, which did not affect the normal ventilation of the patient and caused no injury. It also did not result in the defect and leakage of the pressure valve. In addition, the machine was produced in 2013, and by now it has far exceeded its service life. The hospital was suggested to upgrade the machine as soon as possible. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: **UDI related data quality updates only** creation of UDI was not a requirement at the time of manufacturing of this particular device with the serial number (B)(6) (prior to 2015), and had not yet been implemented in production. A UDI (including UDI-pi) will therefore not be provided, this is in alignment with the information on the label on the device with the serial number (B)(6). Updated fields: b4, d1, d2a, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following event description from the hospital: at 14:13 on may 20, 2021, during the use of the ventilator, a sudden power outage and power supply occurred in the hospital, causing the pressure valve of the ventilator to be damaged and leak air. The ventilator triggered an alarm, and medical staff immediately disconnected the patient end of the ventilator. The patient was able to breathe autonomously, and other ventilators were replaced. The ventilator parameters were adjusted and connected to the patient. The patient's vital signs were observed to be stable, and the equipment department was notified to contact the manufacturer for repair.

Manufacturer narrative:
The hospital analysis: the pressure valve of the ventilator was damaged due to power outage.

Manufacturer narrative:
Update: partner engineer visited the hospital, received further information and checked the device. According to the investigation; during the use of the equipment, the hospital had a sudden power outage, so, the ventilator automatically switched to built-in battery for power supply, which did not affect the normal ventilation of the patient and caused no injury. It also did not result in the defect and leakage of the pressure valve. In addition, the machine was produced in 2013, and by now it has far exceeded its service life. The hospital was suggested to upgrade the machine as soon as possible.

Event description:
Hamilton medical ag received the following event description from the hospital: at 14:13 on may 20, 2021, during the use of the ventilator, a sudden power outage and power supply occurred in the hospital, causing the pressure valve of the ventilator to be damaged and leak air. The ventilator triggered an alarm, and medical staff immediately disconnected the patient end of the ventilator. The patient was able to breathe autonomously, and other ventilators were replaced. The ventilator parameters were adjusted and connected to the patient. The patient's vital signs were observed to be stable, and the equipment department was notified to contact the manufacturer for repair.